Event description:
Information was received indicating that blockage was detected to a smiths medical cadd-ms® 3 ambulatory infusion pump. The patient's son checked the tubing for kinks with no findings. The battery was changed and the pump started working. Later that morning, blockage was detected again with no kinks in the tubing. The patient was instructed to seek medical attention for aid in changing out site but refused. The patient recovered with no reported adverse effects.